Manufacturer narrative:
Results: other, footboard.

Event description:
It was reported through a service report that footboard was broken, which may cause bed exit to not function. No adverse consequence reported.